Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported to baxter that the tubing detached itself from the set during priming. Batch file review did not reveal any issues related to this complaint. No other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. One sample was available for evaluation. The reported issue was confirmed as a leak-separated. Visual inspection revealed that the chamber was disconnected from the tube. The root cause for the disconnection could not be established. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
The customer reported that the solution did not flow in tubing. The tubing became detached from set during priming. This was noticed before use. There was no patient involvement, injury and no medical intervention related to this event.